Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the black box showed multiple call service alarms on 07/10/2015. During testing, the pump powered on to a blank display. A test screen was installed and remained blank. Evidence of moisture corrosion was found throughout the pump. The complaint could not be fully investigated due to the blank display and moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.